Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of medium-to-heavily calcified, 85% stenosed, 3.0mm-diameter lesion in circumflex artery (cfx) via femoral access. The oad was advanced to the lesion without any issues. Three low-speed treatments for 25 seconds or less each were performed. A test of contrast was taken, and no issues were found. After the third run, the oad was removed. Image was taken which showed a small perforation. An abbott teleport microcatheter was quickly loaded over the viperwire guide wire. The viperwire was exchanged with non-csi/non-abbott guide wire for more support and used to deploy a 3.0mm abbott trek balloon. The teleport was removed. The 3.0mm abbott trek balloon was used to tamponade the perforation. A 35 x 20 non-abbott stent placement was also performed to resolve the perforation. Post dilation with 3.25 x 8mm abbott nc trek neo coronary dilatation catheter followed. An echocardiogram was taken to ensure there was no significant bleeding around the heart. Abbott perclose proglide suture-mediated closure system was used to close the access site. In the opinion of the physician, there must have been a short kink in the vessel that they did not appreciate; the oad possibly contributed to perforation. The patient was stable but admitted in critical care unit for overnight observation. The patient was moved to basic telemetry on (B)(6)2024 prior to being discharged on (B)(6)2024. The patient was doing very well when discharged.